Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgical tech reported that occlusion occurred during quadrant mode of a cataract surgery. The issue was resolved by replacing the cassette. There was no report harm to the patient. Additional info has been requested.